Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be flattened and stretched. Due to the stretching of the soft cannula, the formed needle punctured the unexposed portion of the soft cannula, resulting in fluid leaking from the fluid path. The exact timing and cause of the soft cannula damage is unknown. The download data shows there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 25 and 36 hours. The pod was leaking insulin during wear. As treatment, a new pod was applied.